Event description:
It was reported by a non-medical professional that the pt received rhbmp-2 instead of factor ix (benefix) in late 2005. The pt reportedly underwent a shoulder surgery due to receiving rhbmp-2 instead of factor ix.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.